Event description:
The physician informed distributor that a patient with an automatic implantable cardioverter defibrillator (aicd) had received in appropriate shocks. The physician performed an invasive procedure and found that this rate sensing lead was discolored and full of blood.the physician implanted a bipolar endocardial (travenous) lead to replace the two unipolar myocardial (epicardial) leads. The two unipolar myocardial leads were cpped and remain implanted.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.